Event description:
According to the reporter: the device was leaking during operation which caused the pt bleeding after it was assembled. The pt was involved without injury. There was not any bleeding after the operation. Medical intervention was required. Operative time was extended by 30 mins or more.

Manufacturer narrative:
(B)(4).